Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer pocket was failed to open and device displayed duplicate address detected when user tried to recover storage space. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the duplicate address was detected and auxiliary drawer 2 pocket c1 was failed to open. A field service engineer reseated row board cable and tested all cubies in auxiliary drawer 6.1. The fse popped all cubies, recovered all duplicate cubies, and reloaded all non-controlled medications. The system functioned as intended after the field service engineer repaired the device.